Event description:
It was reported that the patient was hospitalized due to hyperglycemia at 350 mg/dL and diabetic ketoacidosis (DKA) with symptoms including vomiting, confusion, and fatigue after the pump was dropped and the patient was treated with manual insulin injections by a physician on (b)(6) 2026.

Manufacturer narrative:
E1: Patient City:(b)(6)Patient Country: PortugalName: (b)(6) Additional information - This Electronic Medical Device Report (eMDR) is being submitted to include the below: H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions H11: Investigation summary.Complaint Investigation Results Upon review of the event description and assigned malfunction code Connection/Adhesive issues- Accidental - not infusion set related, it has been determined that the complaint does not allege a product malfunction has occurred. Additional information was requested; however, a lot number was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and Preventive Action (CAPA) Determination - Conclusion: Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (WI) (Monthly TRIPS and Alerts). Complaint unconfirmed: Following investigation, the reported failure could not be confirmed for this complaint.Based on the available information, this event is deemed to be a Serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.